Event description:
It was reported that the patient experienced syncope and bradycardia. It was also noted that both the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and possible fractures. Reprogramming was done on the rv lead and the implantable pulse gen erator (ipg) and the ipg was turned off. The system remains in the patient. A leadless implantable pulse generator (ipg) was implanted due to the patient being pacemaker dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.